Event description:
It was reported that within a month after implant the right ventricular (rv) lead had sudden increase in threshold. The thresholds were subsequently reported to be high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).